Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a patient via phone that she is experiencing a reaction to an ar-1318ft suture anchor. The anchor was implanted in 2018 at mayo clinic. The patient has experienced pain on a regular basis, and extreme sensitivity. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be attribute to patient specific event.